Manufacturer narrative:
Updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device . The reason for call was patient reported their system was not working. Patient stated their stimulator would not stay on. Patient said the controller would show the implant was fully charged, but then when they pressed stimulation on it would say battery empty. Patient stated they could feel stimulation go on for 10-15 seconds, then it would go off due to implanted battery stating itwas too low. Agent had patient reset the contorller and confirm no damages. Patient started charge of implant and reported controller 90% implant 100% recharging excellent. Patinet then unplugged recharger and hit stop. Patient saw the batteries screen with controller 90% implant in the red. Agent walked patient through removing the battery pack, plugging the controller into the ac power supply, patient confirmed controller powered on. Agent had patient re-insert the battery and confirmed the green light on the controller was flashing. Patient then unlocked controller and still reported controller 90% implant depleted in the red. Patient connected recharger and confirmed charging excellent. Controller was at 90% and implant was 100%. Patient tried to press stimulation on and felt it go on again for 10-15 seconds, then stimulation went off as implanted battery showed depleted when not plugged into recharger. The issue was not resolved. A request was sent to the repair department to replace the controller. The patient was redirected to their healthcare provider to further address the issue if the issue persisted with replacement controller. Patient stated this issue started pretty much yesterday. Patient commented they need the stimulation as it helps them 100%